Event description:
An endovascular stent was succcessfully deployed at the target lesion site in the pt's renal artery. Upon withdrawal of the delivery system it was noted that the proximal half of the balloon was not attached. No further actions were performed. There were no clinical sequelae reported relative to the event.